Event description:
Total parenteral nutrition (tpn) line was noted to have fluid backing up into the line, including the filter. No occlusion was found upon inspection. Infusion was attempted again but the pumps continued to alarm. When an attempt was made to flush the line, the nurse (rn) heard a "popping" sound. Tpn was able to be restarted for a brief period but the pump alarms continued to sound intermittently. The fluids were stopped. The broviac catheter was capped off per physician.